Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the resistance was not determined. The patient's baseline nihss was 18. After the thrombus was removed, the patient regained consciousness and limbs returned to normal. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intracranial thrombectomy procedure, the stent (solitaire fr 6x30) could not be pushed into the microcatheter (rebar27) after multiple attempts. Resistance was encountered during the delivery phase of the procedure, specifically in the middle section of the catheter. The stent was replaced with a new one, which was successfully pushed into the microcatheter. Vessel tortuosity was normal. Stroke onset to reperfusion time was 5 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.